Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller advised the headsets sometimes fall off on day 1 or day 2 of use. Husband advised customer has been experiencing this issue for the past year. Customer alleges the adhesive is defective. No adverse event alleged. The head sets have been requested for return, but cannot be returned as they have been discarded.